Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack, calibrated the battery charger, re-greased the candlestick connectors, and performed a filament calibration. System operates as intended.

Event description:
Customer reported, the system displayed a filament error during a case and the case was abandoned as a result. No patient injury was reported.